Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, immediate implantation, inadequate bone quality/quantity, pain. Patient has been waring her implant supported partial for 2 months. States #2 implant was always the hardest to detach from. Yesterday when removing partial, implant came out whole with it. A combination of poor oral hygiene and immediate implantation in a molar site.